Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was hot to the touch while the pump was charging. There was no reported adverse impact to the customer. The customer continued to use the pump for insulin therapy.